Manufacturer narrative:
Medical devices: 439688 lead implanted (B)(6) 2012; dtba1d1 ICD implanted (B)(6) 2016.

Event description:
It was reported that the patient was experiencing dizziness and had one syncopal episode. The right ventricular (rv) lead exhibited intermittent capture. The lead was reprogrammed and later replaced. No further patient complications have been reported as a result of this event.